Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced separation between the connector and injector. The following information was provided by the initial reporter: optima connector disconnects from injector very easily. It is not locking into place, it is pulling right out on its own.

Manufacturer narrative:
H.6. Investigation: one optima connector from lot 2009503 was received by the customer for the investigation of the event reported. After a visual inspection of sample received by the customer, no anomalies or damages can be noticed. A device history review was performed for lot 2009503, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced separation between the connector and injector. The following information was provided by the initial reporter: optima connector disconnects from injector very easily. It is not locking into place, it is pulling right out on its own.